Event description:
It was reported while using the bd max¿ system, bd max¿ instrument false positive results were produced. The result was deemed unreliable without any confirmatory testing. There was no indication of the results being reported or that any patient impact occurred. The following information was provided by the initial reporter, translated from german to english: "false positive results."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) ) had "fps". The complaint is unable to be confirmed with the information present. The root cause is "unknown". If additional information is received in the future, this complaint will be re-opened and re-investigated. Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Review of service history for this device did not reveal any prior events related to this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported while using the bd max¿ system, bd max¿ instrument false positive results were produced. The result was deemed unreliable without any confirmatory testing. There was no indication of the results being reported or that any patient impact occurred. The following information was provided by the initial reporter, translated from german to english: "false positive results.".